Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had invalid cubie memory on pocket d3 in drawer 3.1. A field service engineer (fse) discovered a medication that had prevented the affected cubie from releasing. Fse cleared the medication jam and rebooted the system. The customer recovered in the application, and the unit was tested in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 pocket d3 had invalid cubie memory, read, write error. Customer stated that drawer had failed to release, unable to recover and the machine had not yet been manually rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.